Manufacturer narrative:
Correction : describe event or problem. Annex b: b21. Annex c: c21. Annex d: d16. Additional information: device available for eval?, returned to manufacturer on, device return to manuf, device eval by manufacturer, manufacturer narrative. Annex a: a25. Annex g: g07001. Annex b: b01, b14. Annex c: c19. Annex d: d14. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the tubing was left clamped inadvertently, but the syringe module did not alarm for occlusion. This event occurred during an infusion of morphine at 0.46ml/hr. On a neonate. The tubing was connected to the primary line via a 3-way port. There was no patient harm. It was also reported that the hospital's clinical engineering performed testing on the device and it "did not pass pressure sensor test." Bd learned additional information from the customer. It was reported that the "clamped line was discovered at 0800. The previous shift rn had reported that multiple boluses were needed to control pain during the night. "

Event description:
It was reported that the tubing was left clamped inadvertently, but the syringe module did not alarm for occlusion. This event occurred during an infusion of morphine at 0.46ml/hr. On a neonate. The tubing was connected to the primary line via a 3-way port. There was no patient harm. It was also reported that the hospital's clinical engineering performed testing on the device and it "did not pass pressure sensor test."

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. H3 other text: see manufacturer narrative.